Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient was revised due to bone fracture and implant wear. Doi- (B)(6) 2002, dor-(B)(6) 2013. On (B)(6) 2002, tha was done with s-rom a. After implantation, the patient fell over and great trochanteric fracture occurred. In the x-ray, the liner was found worn. On (B)(6) 2013, the stem and the liner were replaced. Time of surgery was extended by 60 minutes. On (B)(6) 2013 (B)(6) advised: it was found that the femoral fracture was more serious than expected, and the stem was replaced by a new product though the stem replacement was not planned before surgery. That made the surgery extended.